Event description:
The customer reported that the iab had a suspected rupture. No further info was provided. Subsequent attempts to retrieve info have been unsuccessful.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.